Manufacturer narrative:
Section h6 - medical device problem code: originally coded as 1543 (incorrect interpretation of signal) updated to code 1581 (failure to read input signal).

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality requirements. Nineteen pouches were returned for investigation with related (B)(4). The product analysis included an evaluation according to inspection procedure for release control, a t-peel test 180°, and a wear test on human skin. A visual inspection for the parts show that there is no damage, the t-peel test met requirements, and the wear test on human skin successfully stuck on human skin. Based on the investigation, the reported condition could not be confirmed. The most probable root cause for the described issue might be, either that the skin was pre-treated or the skin condition of the patient itself lead to a lower adhesion as recognized by the customer. As the true root cause could not be determined, no further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.

Event description:
Customer reports: the ECG tracing detection was altered due to poor skin adherence, unexpected worsening and serious danger. Different lots were used in patients and the same issue was experienced, i.e. Poor adherence and unreliability of data (invalid ECG tracing) as well as skin lesions appeared on the lower limbs caused by the wires.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.